Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our bbm laboratory in melsungen, germany. A visual inspection was performed. The device showed age related signs of wear and tear, but no visible damage could be detected. A functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analyzed. Two air alarms were found in the device history. No other abnormalities could be detected. For checking the air-sensor, a space line was filled with water and was inserted in the infusomat. All measured values were within our specification. Furthermore, the pump was started with a rate of 250ml. With the help of an omnifix-h 1ml syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. During the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. A malfunction of the air sensor could not be detected.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in germany: "air bubbles without alarm." According to customer: "some devices seem to let air through without device alarm. Long segment of air, not small single bubbles".